Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, upon connecting the newly implanted leads to the header of the device, oversensing was observed. The device was removed from the pocket and the right ventricular lead was disconnected. The lead was found to have normal function via the analyzer. The lead was reconnected to the device and once again oversensing was observed via the programmer. The device was then replaced with a new device and after connecting the lead to the new device; no oversensing was observed. The device was not used and the new device remains implanted. No patient complications have been reported as a result of this event.